Event description:
It was reported that, "I had a plif on 2007, when they used [rhbmp-2/acs] ... For my ls-s1 surgeon. I had bone growth which required a revision surgery on 2010."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.